Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted nor explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review can not be requested.

Event description:
During a posterior fusion, the surgeon was having problems with two persuaders. They were becoming stuck the screw heads and the surgeon rocked the screw back and forth to remove the persuaders. Further along in the procedure, the surgeon went to inert a locking cap and the saddle to the cap fell off. Surgeon discarded the saddle and used the locking cap without the saddle. After the rod was seated, surgeon discovered that three polyaxial screw heads came off the screws. Surgeon removed the three screws and replaced them completing the procedure two hours longer than expected. This is one of six reports for this event.